Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had a loss of therapeutic benefit. The therapy did not seem to be working any more. She had spoiled two pairs of jeans and she was peeing again like she was before. She did not know she wasn't supposed to void the security gate in an airport and went through it. The patient programmer (pp) batteries were dead and she was wondering if that was why she had the return of symptoms. It was reviewed with patient that pp batteries depleting would not effect therapy. Patient stated she turned therapy up from .7v to 1v. Patient was instructed to sync with pp during the call and pp showed stim was off. Patient turned stim on and reported feeling stimulation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer (con). It was reported that the patient didn't report a problem to the hcp office. On (B)(6) 2017, the patient reported they had turned it back on and was witnessing a moderate amount of leaking and urine would pour out of them. They were not getting an urge; just leaking. The patient changed to program 2.